Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l50059, implanted: (B)(6) 1999, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (2.5 mg/ml at .5 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that upon opening the pocket during the pump replacement procedure due to eri (elective replacement indicator), the hcp noticed that the catheter was not connected to the pump. There had been no issues or complaints from the patient prior to finding the catheter disconnected. The connector portion of the catheter was replaced, and the hcp decreased the concentration and daily dose of the drug in the new pump. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.